Event description:
Pt underwent a l [left] mastectomy with l re [reconstruction] placement. Procedure was uneventful. On the 6th office visit post-procedure the surgeon identified laxity of the skin, and the expander was not firm. The surgeon attempted to fill the expander and noted the implant did not hold the cc's. Pt. Underwent a replacement tissue expander procedure 4 days later and noted a small puncture in the expander adjacent to the inferomedial tab.

Event description:
Pt underwent a l [left] mastectomy with l re [reconstruction] placement. Procedure was uneventful. On the 6th office visit post-procedure the surgeon identified laxity of the skin, and the expander was not firm. The surgeon attempted to fill the expander and noted the implant did not hold the cc's. Pt. Underwent a replacement tissue expander procedure 4 days later and noted a small puncture in the expander adjacent to the inferomedial tab.